Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trm ICD implanted: (B)(6) 2012 ; 407645 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and there was loc (loss of capture). The lead was explanted and replaced. No patient complications have been reported as a result of this event.